Manufacturer narrative:
All operating currents were within specification. The pump was received with unresponsive up arrow button and down arrow button due to an unlocked lcd connector. Unable to complete the functional tests including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests due to the unresponsive buttons. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a keypad anomaly on the insulin pump. The customer's blood glucose was 600 mg/dl. The customer stated that she woke up with high blood glucose readings and she was vomiting. The customer stated that she tried to bolus for her high blood glucose readings and the up and down arrows did not work. The customer declined to troubleshoot for her high blood glucose readings. The customer stated that the bottom of the pump looked burned and brownish when she visited the doctor. The customer will be sent a replacement pump.